Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. After completing the pump reset, there were no further appearances of the cgm error code, and the customer planned to resume the sensor session. The customer understood this guidance and acknowledged the information provided.